Manufacturer narrative:
Medtronic investigation of returned suspect device finds that the ratcheting wheel has separated from the handle rendering the ratcheting function unusable. There are many impact marks on the head of the handle. Failure model physical damage. Failure mechanism: pieces broken. Ratcheting handle directly caused event. Replacement part shipped to site for issue resolution.

Event description:
A medtronic representative reported that the ratcheting wheel on the long blue ratcheting handle broke while hammering during a spine surgery. The wheel broke, but remained attached to the handle. The surgeon was holding the handle/wheel structure, and the little spring and bearing components of the handle remained within the surgeon's hand. The surgeon swapped in another handle to complete the surgery using the navigation equipment. There was no impact to the outcome of the patient.

Manufacturer narrative:
Patient information was unavailable from the site.device manufacture date was unavailable as no lot number was provided.product is class I for us regulations and does not require a 510(k) designation. RMA was issued and replacement device was shipped to the customer. No parts have been received by the manufacturer for evaluation.

Manufacturer narrative:
Lot number and device manufacture date provided.

Manufacturer narrative:
(B)(4).